Event description:
Revision of right knee arthroplasty reportedly due to failed implanted. This event was also reported to the FDA on uf/importer report (B)(4).

Manufacturer narrative:
The contribution of the devices to reported experience could not be determined as the devices were not available for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.